Event description:
Report received from (B)(6) stating that the device has damaged o-rings. It is unk if the device was being used during surgery. It is unk if any pt or user injury occurred. It is unk if delay or medical intervention occurred. The date of the even is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).